Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the foreign material could not be established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in describe event or problem, evaluation found the angle wires were stretched, the adhesive of the bending section cover had a gap, the control body plate was cracked/deformed, and the camera cover was chipped. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that a constant error code of "35 control comcha3set1" and "36 control comcha4set1" were displayed during reprocessing of the evis exera iii colonovideoscope. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the scope was clogged with foreign material. The report is being submitted due to scope being clogged with foreign material found during evaluation.